Manufacturer narrative:
For the last calibration performed on (B)(6) 2019, calibration signals were lower than expected. The event occurred 56 days after the last calibration. Per product labeling, the calibration should be renewed after 1 month (28 days) when using the same reagent lot and every 7 days when using the same reagent kit. Quality controls were within range on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys cea assay on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The sample initially resulted with a cea value of < 0.200 ng/ml accompanied by a data flag. This value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2019, resulting with a value of 20.17 ng/ml. The 20.17 ng/ml value was believed to be correct. The cea reagent lot number was 355429. The reagent expiration date was requested, but not provided.